Event description:
Unomedical reference number (B)(4). Event occurred in united state. On (B)(6) 2024, it was reported that patient faced issues with a infusion set that was take off in the morning twice. No further information was available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: canada.